Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 239 mg/dl. The customer was able to successfully administer a bolus of insulin after the cartridge and infusion set were changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.